Event description:
New information received notes that the patient presented with vt that could not be converted by anti-tachycardia pacing (atp), but shocks were successfully delivered. The patient was stable and will continue to be monitored with frequent follow-ups.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented syncopal due to a ventricular tachycardia (vt) episode that was below the detection zone and required an external shock. There was no allegation on the device. Programming changes were made. Patient was stable.